Event description:
The pt's one touch ultra meter was displaying the "apply sample" symbol although a sample had already been applied to the test strip. The medical affairs specialist mailed a letter to the pt since the reporter could not be reached by telephone on two separate days. On an unk date, the pt developed symptoms of "blurred vision, nausea, and high blood pressure." The pt reported a value of "250 mg/dl" on his meter and "460 mg/dl" on another unidentified device. The time difference between the 2 readings was about 2 hours. At some point in time, the pt contacted emergency services and was treated with insulin. It would have been helpful to know the following information: when did the pt's symptoms start, when were the reported readings taken, what device was used to get the "460 mg/dl" reading, and when were the paramedics contacted. Also, it would have been helpful to know what reading the paramedics obtained, what type of insulin the pt was treated with, what medication/treatments the pt took on the day of the event, and what food/beverage(s) the pt consumed on the day of the event. The customer care advocate (cca) verified that the pt's meter was brand new. The cca noted that the pt was using an incorrect technique when using the meter. The cca walked the pt through a blood test using his finger and was successful. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: although the pt was using an incorrect testing technique and was getting the "apply sample" symbol from his meter, he received insulin treatment for hyperglycemia. The pt was able to get a reading of 250 mg/dl on the meter; however, the time of this reading is not known.